Manufacturer narrative:
This supplemental report is being submitted to correct the lot number and to provide the investigation conclusion. Please see updates: d4, g3, g6, h2, h4 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144031 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144031. Test base part number 190-430 / lot m144031. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144031 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that during the period between 21mar2021 to 01jun2021, 325 test were performed with the ID now covid-19 assay, and 36 of those generated invalid results (11.1% of invalid tests). The customer reported that the ID now covid-19 assays were performed (B)(6) 2021 using a direct tested nipro sponge type r nasopharyngeal swabs. Repeat and confirmation testing was not performed. The customer stated the patient was symptomatic. The customer reported the patient experienced a delay in treatment due to the test results. Although requested, the specifics regarding the patient's delay and impact of treat is unknown.